Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided; however, indicated as 6 months ago. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 multifocal lens was implanted in the patient's operative eye. At 6 months post-op, the patient is experiencing extreme halos at night around any lights. The doctor performed a yttrium-aluminum garnet (yag) procedure, and treated any dry eye; treatment not provided. The lens is perfectly centered. The doctor has requested assistance for any further clinical options to help the patient. Doctor further commented of having a retinal specialist remove (explant) the lens and suture in a monofocal lens (replacement). No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).